Manufacturer narrative:
A review of the complaints database revealed similar events occurred on this customized pack code (previously reported as 1718850-2024-00022 and 1718850-2024-00041). Technical documentation of the customized pack code has clear indication of clamp assembly. Based on the above facts, the most likely root cause of the reported event was a manufacturing operator error during the assembly phase of this pts. The personnel of the manufacturing line will be involved in a dedicated training meeting to discuss customer complaint. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received a report about white and red clamps were placed on the wrong lines discovered during priming by perfusionist. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.